Manufacturer narrative:
Patient was revised to address cup malpositioning, stem loosening, osteolysis, and elevated metal ion levels. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: the investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address cup malpositioning, stem loosening, osteolysis, and elevated metal ion levels.